Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose levels were in the range of 40 mg/dl and 50 mg/dl. The customer also reported other blood glucose levels such as in the range of 200 mg/dl and 300 mg/dl. The customer treated low blood glucose with food. Based on customer¿s report customer did not allege over delivery. The customer was using the insulin pump when low blood glucose event was reported. The customer was reported that drive support cap was normal. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.